Event description:
In (B)(6) 2014, the patient underwent a left side ifuse si joint arthrodesis where two ifuse implants were placed. The patient did well following the initial procedure. The patient was later involved in an automobile accident. After the accident, the patient presented to the surgeon with radicular leg pain. The surgeon determined that both of the implants had advanced further into the sacrum because of the accident and were now impinging on the neuroforamen. In (B)(6) , the surgeon performed a revision surgery where he backed out both of the implants a few millimeters each to relieve the impingement on the neuroforamen. The patient's radicular pain complaints resolved following the revision surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the pain complaint are implants impinging on the nerve root as a result of an automobile accident. Part numbers, lot numbers, manufacturing dates (if available) and expiration dates: ifuse implant, p/n 7065-90, lot# i0a54, manufactured 09/19/14, expires 2019-07. Ifuse implant, p/n 7055-90, lot# i0a10, manufactured 05/28/14, expires 2019-05.